Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised left camber tubes is not staying in and causing wheel to slide out.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Other, other/defective. The camber plug insert has come loose where it is bonded to the camber plug/this would prevent the quick release axle from locking in properly. Complaint of "left camber tubes is not staying in and causing wheel to slide out" was confirmed. The underlying cause is camber plug insert loose. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Other, other/defective. The camber plug insert has come loose where it is bonded to the camber plug/this would prevent the quick release axle from locking in properly. Dealer advised left camber tubes is not staying in and causing wheel to slide out.